Event description:
It was reported that during a cryoablation procedure, while mapping was performed, st elevation was noted and air ingress was suspected. A coronary arteriography (cag) was performed and it was confirmed there was air in the peripheral artery. The right ventricular (rv) pacing rate was increased and autologous blood injection resolved the issue. The case was successfully completed and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files did not show system notices or issues for the date of the event. There was no indication of a product malfunction, and no product was returned for investigation. A known clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.